Manufacturer narrative:
Initial reporter facility name: (B)(6). The reported issue was confirmed. The root cause identified as a circulation pump failure. The device was evaluated upon receipt. During evaluation, the arctic sun device would not fill. The circulation pump was replaced during the pm. The pm procedure was performed. Heater, drain valves, mixing pump, coin cell will be replaced. Heater, drain valves, mixing pump, coin cell were replaced. An electrical safety test was performed on the as5000 system. The as5000 system was sanitized evaluated and was found to function in accordance with manufacturer specifications. As5000 has been calibrated. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sample evaluation results received via mail on 11feb2026, it was reported that the arctic sun device would not fill.